Event description:
The 1104l camino (icp) intracranial monitoring catheter was reported to have readings greater than 200. "I was told the catheter just did not work. The unit would not zero properly. Upon catheter connection, the camino monitor read greater than 200mmhg; then dotted line. Disconnected and reconnected, changed camino monitor. The monitor worked fine prior to the licox placement. The 1104l was replaced with a 1104b. A new hole had to be drilled. The pbto2 and temperature on the licox worked fine."

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.